Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigma procedure, first time blade broke, could be removed. First time blade could not be fixed, no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.